Event description:
During customer call, it was reported that the pt saw and smelt smoke. No pt harm reported at the time of the event.

Manufacturer narrative:
Device was found to have thermal damage and water ingress. It is believed that water ingress contributed to thermal damage.